Manufacturer narrative:
Analysis confirmed the reported event; the touchscreen was cracked (broken). It was noted the cursor on the screen was not responding to the stylus, a new stylus was also not working. Analysis also found screws missing from the hinge cover plate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touchscreen of the programmer did not work because of the screen fracture. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.